Manufacturer narrative:
Citation: bykhovsky mr et al. Use of intracardiac echocardiography to differentiate post¿transcatheter aortic valve replacement valve insufficiency masquerading as paravalvular leak. Case (phila). 2020 jan 3;4(3):111-114. Doi: 10.1016/j.case.2019.11.004. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old male patient with severe symptomatic aortic stenosis and severe valvular calcification who underwent transfemoral transcatheter aortic valve replacement (tavr) with a 34 mm medtronic evolut r (serial number not provided). Following valve deployment, transesophageal echocardiography (tee) was performed, which showed appropriate valve depth and the appearance of a moderate anterior paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty was performed and the patient¿s diastolic blood pressure improved from the 50s to the 70s, but only minimal change in the pvl appearance occurred. Aortography exhibited satisfactory coronary blood flow and light opacification of the left ventricle, which was consistent with moderate pvl. Since the patient remained hemodynamically stable, the procedure was concluded. Post-operative transthoracic echocardiography (tte) showed similar moderate pvl adjacent to the mitral valve with an otherwise normal functioning evolut r valve. Transient diastolic flow reversal was observed within the descending aorta. Quantification of regurgitation could not be determined because of significant mitral regurgitation. It was noted that the patient had moderate to severe mitral regurgitation prior to tavr. At the initial follow-up, the patient reported progressive dyspnea on exertion despite optimal diuretic use. Repeat tte revealed unchanged presumed pvl. The patient was scheduled for percutaneous device closure of the pvl. During the procedure, intra-operative tee showed the appearance of moderate anterior pvl by the native left and noncoronary sinus of valsalva. Biplane aortography exhibited a heavily calcified aortic root with the appearance of moderate aortic regurgitation and residual contrast opacification within the sinuses of valsalva but was unable to detect pvl. Subsequently, a non-medtronic guidewire was used to probe around the evolut r via both retrograde and antegrade approaches but was unsuccessful in signifying any pvl between the aortic root and left ventricle. Further interrogation was deemed necessary, so a 9-french non-medtronic intracardiac echocardiography (ice) catheter was inserted and advanced to the right atrium to profile the evolut r. From an aortic short-axis view, ice revealed limited mobility of the posterior valve cusp with poor coaptation and eccentric intravalvular aortic regurgitation by the native left sinus of valsalva on color doppler. No pvl was observed. Significant annular calcification was noted with calcium protrusion within the tines of the evolut r frame, which appeared to affect cusp mobility. The physician/author stated the valve¿s limited (¿frozen¿) cusp mobility and calcium protrusion produced an eccentric regurgitant jet stream with coanda effect (a moving stream of fluid in contact with a curved surface will tend to follow the curvature of the surface rather than continue traveling in a straight line) that obscured both transthoracic and transesophageal color doppler imaging as well as contrast flow on aortic root angiography. No further treatment or intervention was performed during the procedure. The medical team decided the patient should undergo transcatheter valve-in-valve replacement at an unspecified later date. It is unknown if the valve-in-valve intervention was performed. No additional adverse patient effects or product performance issues were reported.